Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was gained via the left groin. The 20-25mm x 3-3.5mm 80% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery. Initially, the physician ablated the lesion with a 1.5mm burr successfully, completing a polishing run. The physician then advanced a small balloon and attempted to dilate the lesion, however the lesion did not yield creating a "napkin ring", therefore the physician upsized to a 2.0mm burr. The physician platformed the system at 152,000 rpms, and advanced the 2.0mm rotalink burr to the lesion. The burr engaged right out of the guide catheter, the rotational speed decelerated and the burr corkscrewed through the lesion, becoming stuck distal to the lesion. The physician attempted unsuccessfully to advance a second guide wire beyond the burr and a balloon to the burr. With force the physician was eventually able to pop the burr through the lesion and remove it. No adverse symptoms were noted and no damage was noted. The patient remained stable. Coronary bypass was scheduled for a later date due to the inability to successfully treat the lesion.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).